Event description:
It was reported while using an unspecified bd infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: rn hung 18:00 dose of IV pipercillin-tazobactam and was hung as a secondary medication. After the infusion was initiated the rn noted that the secondary medication was infusing at a rapid rate and that the fluid level in the primary drip chamber was rising. She closed the roller clamp on the secondary and noted that the infusion was then dripping at a normal rate for the medication. She ensure that that were no kinks in the system and that the patients cvc line was patent. She started the secondary medication again and the same thing happened, the secondary medication was infusing at a rapid rate and backing up into the primary drip chamber. She had her colleagues confirm that this was occurring and stopped the infusion and changed the IV tubing and IV pump.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jun-2023. H6: investigation summary: one sample model 2420-0007 was returned and investigated. From the investigation, functional testing performed on the returned primary and secondary administration sets did not identify any evidence of back flow during testing. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible lots: a device history record review for model 2420-0007 lot number 22105050 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105055 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05decc2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115421 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115501 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115509 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115510 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115511 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 23nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115512 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115530 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: rn hung 18:00 dose of IV pipercillin-tazobactam and was hung as a secondary medication. After the infusion was initiated the rn noted that the secondary medication was infusing at a rapid rate and that the fluid level in the primary drip chamber was rising. She closed the roller clamp on the secondary and noted that the infusion was then dripping at a normal rate for the medication. She ensure that that were no kinks in the system and that the patients cvc line was patent. She started the secondary medication again and the same thing happened, the secondary medication was infusing at a rapid rate and backing up into the primary drip chamber. She had her colleagues confirm that this was occurring and stopped the infusion and changed the IV tubing and IV pump.